Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose, with hyperglycemia after alcohol intake and running out of insulin, followed by hypoglycemia after reconnecting the system; the user performed a factory reset, and customer support provided user education on meal announcement and troubleshooting, including treatment with oral glucose. Symptoms included urgent low glucose alerts, low glucose, and urgent low soon alerts. Outcomes included user-performed corrective actions without medical intervention. Investigation included technical support assessment and user education. Investigation of this case revealed that alcohol consumption and depletion of insulin contributed to the high glucose, and a device maladaptation after reconnection was suspected and addressed with a factory reset. It was concluded that user factors and post-reconnection adaptation were contributory, and device function was not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.